Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawers 4.1 and 4.2 were not on the bus. The engineer removed the back panel, inspected the system, and reseated the retractor band connectors and row board connectors on the controller boards. After powering the system back on, drawer 4.2 did not sense that it was shut. The engineer found that the u-link was binding and not allowing the insep to engage and trigger the sensor. The engineer pulled the plunger, straightened the u-link using pliers, and verified that the inseparable properly engaged and made the sensor. The system was tested using the hardware test application and the dispensing application, and both tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 was not detected on bus. User tried reboot the station but failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.